Event description:
It was reported that there was high undefined impedance on the left ventricular (lv) lead. The lead was reprogrammed and remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p, implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.